Event description:
It was reported the hemostasis adapter separated from the sheath after insertion into the pt. The device was replaced and the procedure continued. There were no consequences to the pt.

Manufacturer narrative:
We are currently in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.